Event description:
It was reported that the patient had a staphylococcus infection. It was also noted that the ipg migrated and was causing discomfort. The patient underwent an explant procedure and recovered well postoperatively. All device components were removed and were not returned. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15994126.